Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that during implant, the driveline was not able to be connected into the controller even with multiple attempts made. The controller was replaced with the "back up" controller. The driveline was then connected without incident and the case completed. There was no reported patient injury as a result of this event. The controller ((B)(4)) was returned to manufacturer for visual and functional examination. Upon visual examination under the microscope, the vad connector guide was found to be bent. Pictures of the damage connector and a good connector were taken and compared. The root cause for the 'poor mechanical connection' event was found to be a bent vad connector guide on the controller. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that during implant, the driveline was not able to be connected into the controller even with multiple attempts made. Since this was designated the "primary" controller, it was replaced with the "back up" controller. The driveline was then connected without incident and the case completed. Another controller was then programmed as the "back up" controller. The controller was returned to manufacturer for evaluation. There was no reported patient injury as a result of this event.